Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the loudspeaker is out of work. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Event description:
The customer reported the loudspeaker is out of work. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote support engineer (rse) spoke by telephone support with the customer and confirmed the loudspeaker was defective. The rse provided the customer with replacement part information for the device loudspeaker assembly. The device remains at the customer site.

Manufacturer narrative:
The customer reported the loudspeaker is out of work. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote support engineer (rse) spoke by telephone support with the customer and confirmed the loudspeaker was defective. The rse provided the customer with replacement part information for the device loudspeaker assembly. The device remains at the customer site.